Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implantation procedure. During the procedure, the physician could not find a good location with good r waves and threshold in spite of testing different locations. The lead was replaced with a new lead and all parameters were normal. There were no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.4 cm. Analysis was normal. No anomalies were found.